Manufacturer narrative:
Although it was initially reported that the customer would return a sample for evaluation, on 1/19/2016 the customer made bd aware that a sample would not be returned. Four photos of the used device were provided an inspection of the photos revealed a 22g used unit with the catheter portion missing from the adapter. One photo revealed a very small portion of catheter tubing protruding from the base of the adapter. A review of the device history record could not be performed as a lot # for this incident was not provided. Conclusion: without a sample, an absolute root cause for this incident could not be determined. The photos provided by the customer were unable to provide evidence to confirm or to support a manufacturing process related issue.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that upon removal of a bd insyte autoguard shielded IV catheter, the IV cannula had snapped off in the patient's arm. This was confirmed by x-ray and the broken cannula was removed from the patient. The method of how the broken cannula was removed is unknown.